Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following procedures: open non-segmental instrumentation at l3 and l4 bilaterally with 7.5 x 50 mm screws, complete discectomy with placement of 12 x 24 mm spacer with bmp and local autograft, posterior fusion using bmp and morselized local autograft and bone graft to treat the following pre-op diagnosis: l3-4 spondylolisthesis with stenosis, mechanical back pain, neurogenic claudication. Per operative notes: "...we opened the 12 x 26 mm graft and stuffed this with local bone autograft and bmp. We also use a plunger to put some additional bone and bmp down into the disc space. Using fluoroscopy and under fluoroscopic guidance, we placed the graft into the proper location in the spine...we used some additional bmp for autograft over on the left side, away from the laminotomy site... Patient was extubated in the operating room and returned to recovery room in stable condition..." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.